Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently minimum fill notifications occurred after filling a cartridge with 300 units of insulin across multiple cartridges. Customer either added insulin to the cartridge or loaded a new cartridge to resolve the issue and resume insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer's blood glucose level ranged from 54 mg/dl to 238 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.